Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert for episodes of non-sustained lead noise. The noise was not reproducible in clinic. The possibility of fluid in the header causing the oversensing was suspected. The patient notifier was re-enabled for lead noise. The patient will continue to be monitored routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.